Event description:
It was reported that, during use the cs300 intra aortic balloon pump(iabp) screen remained black. Customer started pump and could hear it pumping but never had any numbers or waveforms. Pump was restarted multiple times without any change to black screen. There was no harm or injury reported.

Manufacturer narrative:
Due to character limitation in e1 initial reporter name and the full initial reporter's name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4,g1, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,), h11. Corrected field : e3. A getinge field service engineer (fse) evaluated the device and display issue did not duplicated. Completed pm with full calibration, functional testing and safety check to factory specifications. Returned to the customer and cleared for customer use.